Event description:
It was reported that the patient was syncopal and went to the emergency department. Upon interrogation, it was noted that there was high impedance and oversensing of lead noise on the right ventricular (rv) lead. It was also noted that the device was withholding pacing due to oversensing chatter. The lead was explanted and replaced. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 6949-65, implanted: (B)(6) 2007; 5076-52 crdm non-defib lead, implanted: (B)(6) 2007; 4193-88 implanted: (B)(6) 2007; crdm non-defib lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.